Manufacturer narrative:
H6; code 400: yielded jaws. Based upon the inquiry info received and the visual and functional results, it was concluded that the jaws had become damaged and would not form the clips properly. No conclusion could be reached as to how the damage to the jaws occurred. If the jaws are closed over a hard object, the jaws can become damaged and will not form the clips properly. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve the products.

Event description:
During a laparoscopic cholecystectomy. The first er320 spit clips out of the jaws. The second er320 worked fine until the surgeon placed a clip around a metal catheter to hold it in place in the duct. The clip formed on the catheter, but the next clip would not seat in the jaws properly. A third er320 was opened to complete the case. Only the second instrument is being returned. There was no consequence to the pt.